Manufacturer narrative:
A ge representative evaluated the system and determined the battery pack needed to be replaced. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the battery pack needs to be replaced. No patient injury was reported.